Event description:
It was reported that this implantable pacemaker was exhibiting unusual pacemaker behavior. The presenting electrogram (egm) showed intermittent atrial undersensing. Technical services (ts) was consulted and provided assistance with reprogramming atrial sensitivity to a more sensitive setting. The device remains in service. No adverse patient effects were reported.